Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 was turning on by itself. This occurred when they were doing the pre cautery test. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater and jaws were somewhat burnt in the center. There were minimal signs of usage and minimal evidence of blood on the tips or handle. The device was tested for deactivation after releasing the toggle. The toggle did not return to the neutral position. The handle was opened up and the set screw in the collar was found to be loose. Based upon this observation, the reported complaint for "self-activation" was confirmed. (B)(4).